Event description:
It was reported that during a follow up, loss of capture, low impedance and decreased sensing were observed. X-ray showed no abnormalities. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.